Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 473 mg/dl and current blood glucose was 573 mg/dl. Customer treated high blood glucose with manual injection and refused troubleshooting for it. Customer believed that the issue is with the quick release site being twisted and not locked properly. Customer would like to get an accurate amount of insulin to deliver to lower down her blood glucose. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test.